Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4).it was reported that post a coronary artery stenting treatment procedure, the patient died. The target lesion was in the left anterior descending (lad) artery. The reference vessel diameter was 3.0mm and the lesion length was 20mm. Pre-procedure there was 100% percent stenosis. Direct stenting was not attempted due to residual stenosis. A non-bsc balloon was used. Crossing failure occurred related to calcification. A 3.0x16mm liberte stent was implanted. There was suboptimal deployment of the stent. Residual stenosis was 50%.the patient was discharged four days later without anginal complaints or silent ischemia. The discharge medication was heparin. It was reported that the patient experienced a non-cardiac death on the day of discharge. No further data was provided regarding the patient's death.